Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose readings and no delivery alarm. The customer's blood glucose reading was 465 mg/dl. Customer did not treat for high readings. The customer declined to troubleshoot for high readings. Customer was assisted with high readings troubleshoot. The insulin pump was not returned for analysis.